Event description:
It was reported that the patient underwent a gynecological procedure for the treatment of stress urinary incontinence and pelvic organ prolapse. During the procedure, an obturator sling and pelvitex mesh were used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent vaginal vault prolapse and adhesions.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral sacrospinous colposuspension, vaginal paravaginal repair with graft augmentation using pelvitex, lysis of adhesions, cystourethroscopy, and anterior colporrhaphy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral sacrospinous colposuspension, vaginal paravaginal repair with graft augmentation using pelvitex, lysis of adhesions, cystourethroscopy, and anterior colporrhaphy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent mesh removal on (B)(6) 2009 due to recurrent pop, surgical wound healing complications and erosion. (B)(4).